Event description:
Telemetry box network switch failure. There is no alarm system on the box to notify user of switch failure. The first warning of a switch failure is that monitoring stops. Our medical center bio-med dept replaced the switch. No harm to pt.